Manufacturer narrative:
Evaluated one opened/used soft-sensor and performed visual inspection and found sensor needle bent inside sensor. We were unable to confirm sensor was in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a sensor that was cracked and did not fit into the serter. The customer reported that she had another sensor that kept falling out of the serter due to the needles falling out. Blood glucose level at the time of the incident was 144 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.